Manufacturer narrative:
(B)(4). Medical devices: unknown head ¿ unknown part and lot; unknown stem ¿ unknown part and lot. Report source (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05328. Waterson, h. B., whitehouse, m. R., greidanus, n. V., garbuz, d. S., masri, b. A., & duncan, c. P. (2018). Revision for adverse local tissue reaction. The bone & joint journal, 100-b(6), 720-724.

Event description:
It was reported in a journal article that a patient underwent a revision due to presumed acetabular loosening. It was noted that patient had adverse local tissue reaction along with necrotic granulomatous tissue was present and trunnionosis with thick black debris on the trunnion. Attempts have been made and additional information on the reported event is unavailable at this time.